Event description:
Device returned to manufacturer with report of "physician pulled out 3 times the fluid from reservoir than programmer indicated". "No pain relief". Follow up with hcp revealed - at pump refill - 3 times the expected residual volume existed in pump. Pump was refilled with 18 ml, pt provided with prn oral narcotics and when pt returned for refill - 18 ml residual was found in the pump. Myelogram of catheter through side port was performed and catheter patent with no kinks. No rotor study done. Decision made to replace pump. Pt suffered no withdrawal but was taking high doses of oral meds. Pt doing well with new pump and intrathecal dose is being titrated.